Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 24-may-2017, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of drawer failure was confirmed by fse and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the bd fse under wo (B)(4). When arrived at station, found drawer seven in the auxiliary cabinet completely dead with no lit leds at all. Isolated control and pyxibus module controller still bad. Replaced module controller found bad flex cable. Replaced flex cable. Ran complete diagnostics on drawer and dario inventoried medications and drawer. No delays reported. During dchu visual inspection: p/n 350993-01: the part was received at dchu san diego with signs of thermal damage on a connector, damaging several copper pins p/n 151230-11: the part was received at dchu san diego with signs of thermal damage on a jumper connector, damaging several pins. During dchu testing: p/n 350993-01: since thermal damage was detected during visual inspection, no testing was performed. P/n 151230-11: since thermal damage was detected during visual inspection, no testing was performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause for the failed drawer can be attributed to a thermal event that resulted in high conductivity, causing a short across the board and flex cable.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failure. The customer rebooted the device and attempted to recover; however, the issue still persisted. As per part investigation, it was determined that the sign of thermal damage was observed lead to high conductivity caused a short across the board and flex cable. However, there were no delays or adverse events or injuries reported based on this event.